Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic robotic dissection, the jaws did not open after sealing and cutting the target tissue when the device was activated once again sometime after the device had been continuously activated. Then, the tissue around the jaws was cut and the device was removed from the patient. After the jaws were cleaned, the device became to function without a problem. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information received: did the surgeon attempt to manually open the jaws with his fingers? (No answer given) if no: was the device on a vessel/artery when it would not open? Yes. If yes, how was the device removed? (I.e. Cut off, forced opened) cut off. If cut off, did this cause a change in the plan of care for the patient? No. Did the removal cause any damage to the vessel/artery? No. If yes, what is the damage and how was the damage repaired? Na. Did the surgeon continue the case with this same device? No, another device was used to continue the case.

Manufacturer narrative:
(B)(4). Batch # m92451. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.